Manufacturer narrative:
(B)(4). Concomitant product: unknown response uniaxial screw 7 mm x 40 mm. Customer has indicated that the product will not be returned to orthopediatrics for investigation as they were not returned from the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that following the implantation of the spine system, the patient underwent a revision procedure due to a broken rod at the l1 level on the patient's right side. Rods had also pulled out of the screws at the l4 level. During the revision of the construct it was discovered that an unknown number of the set screws were loose. One of the screw heads were disengaged from the screw shaft. Attempts have been made and additional information on the reported event is unavailable at this time.